Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarms due to the blank display.

Event description:
The customer called to report a blank display. Troubleshooting was performed, and the display returned. However, the insulin pump alarmed battery out limit, and all of the basal rates had been erased. Nothing further was reported.